Event description:
An endurant iis stent graft system was implanted during the chevar treatment of a 67mm abdominal aortic aneurysm on (B)(6) 2024 as part of a post market clinical study. The neck was observed as short and conical ir neck mildly calcified at the first 10mm, with mild thrombus sites just distally to base line. The proximal neck diameter was 23mm and 25mm distally with a neck length of 8mm. 10mm proximally the infrarenal neck diameter measures 26mm proximally with a length of 18mm. Infrarenal angulation was 35degrees. It was reported 19 days post the index procedure, follow up CT showed infolding and a type ia endoleak which did not lead to an adverse event. Corelab review of CT imaging from the same date also identified infolding along the proximal device and a type ia endoleak. Per the investigator, oversizing did contribute to the infolding .no cause of type ia endoleak was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: during film analysis regarding the infolding complaint and proximal endoleak related to the endurant ii bifurcated stent graft, a possible type ib endoleak was observed in the right limb stent graft. Contrast was noted around the right common iliac artery, where two stents were placed using a sandwich or chimney technique within the endurant stent graft limb, suggesting the possibility of a type ib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.